Manufacturer narrative:
(B) (4) - the pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is completed.

Event description:
The device was returned to the MFR; the return paperwork stated "human remains". The device tracking sys indicated the pt had expired. The relationship of the device system to the pt's death was unk. No other info was provided at the time of this report. Additional info has been requested, a follow-up report will be sent if additional info becomes available.